Event description:
This was reported through a literature review. The aim of the study is to assess the efficacy of a novel, minimalistic approach via single arterial access (saa) and low contrast agent volume (slim) versus the standard approach in transcatheter aortic valve implantation (tavi) procedures. Proglide devices were used for vessel pre-closure in all cases. Reportedly, failure to achieve hemostasis with the proglide and other unspecified device issues resulted in bleeding and other unspecified vascular and access site complications. Treatments and interventions for the adverse events included pti, use of additional devices, surgery, and other unspecified therapies. The study demonstrated the feasibility of the novel slim approach and its potential beneficial effects without compromising procedural safety. Additional information can be found in the article titled "initial experience with a novel, modular, minimalistic approach for transfemoral aortic valve implantation."

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated as 01/01/2019. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article titled: "initial experience with a novel, modular, minimalistic approach for transfemoral aortic valve implantation".

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The patient effect of hemorrhage is listed in the electronic proglide instructions for use (eifu), as a potential adverse event associated with the use of the device. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis and unspecified device issue could not be determined. Additionally, a definitive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention and surgical intervention were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.